Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery. The customer had changed the infusion set and the device continued to alarm. The customer's blood glucose was 18.3 mmol/l. The customer was advised to disconnect at the quick release, fixed prime was performed, and insulin did exit. The customer was then advises disconnect and reconnect the reservoir and infusion set. Then to manually push insulin with the reservoir plunger, customer stated the insulin didn't exit. Customer then stated insulin did exit but with greater than normal resistance. The customer was advised the alarm was caused by an infusion set/reservoir connection, and to ensure to change them out. The customer is not returning the reservoir for analysis.